Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: the patient presented with complaints of severe and progressive low back and lower extremity pain and neurogenic bladder. The patient was preoperatively diagnosed with status-post multilevel spinal decompression and fusion. Severe degenerative disc disease, lumbosacral spine. Lumbar spinal foraminal stenosis and underwent following procedures: anterior lumbar interbody fusion l4-l5 and l5-s1. Placement of peek implant, l4-l5 and l5-s1. Placement of rhbmp-2 bone graft and cancellous allograft chips at l4-l5 and l5-s1. Anterior lumbar spinal instrumentation, l4-l5 and l5-s1 segments with titanium plates and screws. Use of intra-operative fluoroscopy. As per op-notes "within the implant, two rhbmp-2 graft sponges and cancellous allograft chips were placed. Implant construct was placed at l4-l5 with excellent interference fit. Within the implant, two rhbmp-2 bone graft sponges and cancellous allograft chips were placed. Implant was placed at l5-s1 with excellent interference fit. Intraoperative anteroposterior and lateral fluoroscopic images demonstrated satisfactory disc height restoration as well as graft and implant placement for fusion at l4-l5 and l5-s1 and the patient was prepared for second stage without complication." The patient was preoperatively diagnosed with status-post lumbar spinal decompression and fusion; remote. Severe degenerative disc disease, lumbosacral spine. Multilevel neuroforaminal stenosis and underwent following procedures: anterior lumbar interbody fusion l2-l3 and l3-l4 through an extreme lateral approach. Placement of peek implants, l3-l4 and l2-l3. Placement of rhbmp-2 bone graft and cancellous allograft chips at l2-l3 and l3-l4. Use of intra-operative fluoroscopy. As per op-notes "the implant was filled with two rhbmp-2 bone graft two sponges and cancellous allograft chips at l3-l4. Similarly implant was seated with rhbmp-2 bone graft and cancellous allograft chips with excellent interference fit at l2-l3. Intraoperative anteroposterior and lateral fluoroscopic images demonstrated satisfactory disc height restoration as well as graft and implant placement for fusion at l2-l3 and l3-l4." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.